Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of greater than 200 ohms during a device interrogation. It was noted that the impedance measurement was greater than 200 ohms in all configurations except distal coil to can where it measured at 79 ohms. The physician opted to have the field representative reprogram the vector and will continue to monitor the patient via the remote home monitoring system. The rv lead and ICD remain in service and no adverse patient effects were reported.